Manufacturer narrative:
An evaluation was performed on the returned product. A visual inspection was performed on the returned device and revealed that the smoke was caused by burned capacitor. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a procedure using a control unit, the unit smoked.